Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 118 mg/dl (mobile system) and 51 mg/dl (performa system). Customer had hypoglycemic symptoms of "flickering of his eyes and malaise" at the time of these results. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with (B)(6) for the performa system.